Manufacturer narrative:
The implant was not returned for evaluation, and the cause of the event could not be determined from the information available. This is the first complaint of this type for this part/lot combination.

Event description:
Patient underwent a revision surgery approximately 1 year post a rotor cuff repair. During the revision, the surgeon noted that one of the two bio-pushlock implants in the patient had shattered, and the second one was implanted deep into the shoulder. The surgeon could not determined what caused the event but stated that poor patient compliance could have been a contributor. The surgeon pulled the bio-implant pieces out of the bone and revised the repair with a competitor's implant. This is the second of two reports submitted for this event. This report references the broken bio-pushlock implant involved. This device is used for treatment.